Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited loss of sensing. No intervention or patient symptoms were reported. The patient would be monitored.